Manufacturer narrative:
Concomitant products: d314trg crt-d, implanted (B)(6) 2012; 5072 lead, implanted (B)(6) 1999.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing, noise and short ventricular intervals. Underpacing had also been observed and the lead was reported to have possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.